Manufacturer narrative:
The reportable aware date and the date received by manufacturer(g4) within the previous report were incorrectly reported. The correct date is 1may2020. Manufactures investigation conclusion: a direct correlation between the reported events, device and the patient¿s expiration could not conclusively be determined through this evaluation. The center reported that the patient expired due to respiratory failure on (B)(6) 2019. No alarms were reported for this event. It was later reported that the patient expired on (B)(6) 2019 due to an intracranial bleed, which was due to trauma. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas instructions for use (IFU) lists respiratory failure, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient cause of expiration was due to intracranial bleed due to trauma and the date of expiration was (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient¿s gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. Cause of expiration was reported to be respiratory failure. Additional information was requested but not provided.